Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred. H3 other text : device not returned to manufacturer.

Event description:
A consumer reported that their philips sonicare brush head broke into pieces during use. No injury was reported. A potential choking hazard was identified.